Manufacturer narrative:
From the device history record, lot number 20200605-23-sh was finished on 06/18/2020. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.168g / 10 pieces. At the time of this investigation the sample was not returned for evaluation. From the investigation, there was no abnormal situation which occurred in production and device history record. Therefore, the root cause could not be determined for this case. The complaint information was informed to the relevant personnel for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information received from the customer reportedly there is lint on towels pwtb04-stm. Allegedly it has gotten on devices, gloves, drapes, anything the towels touch. Per the customer, there was no injury and no patient affected.